Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees3988 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported patient on chemotherapy, withdrawal occlusion the week before and unblocked, PICC functioning okay but sluggish. The following week the patients PICC was noted to be leaking on flushing and patient then diagnosed with a pe. Requires a new PICC but after treatment for pe. No other information was provided.

Event description:
It was reported patient on chemotherapy, withdrawal occlusion the week before and unblocked, PICC functioning okay but sluggish. The following week the patients PICC was noted to be leaking on flushing and patient then diagnosed with a pe. Requires a new PICC but after treatment for pe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacture records, returned physical sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 8cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned and centered within a permanent kink impression; fracture features which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The potential for this type of damage can be mitigated through placement, dressing, and handling which reduces hard kinking of the catheter.